Event description:
It was reported the procedure was to treat a lesion in the right coronary artery that was chronically totally occluded, and after plain old balloon angioplasty of the mid left main was performed, the balloon would not refold back. The balloon was inflated 3 times as follows: 18 atmospheres for 15 seconds, 12 atmospheres for 10 seconds, and 12 atmospheres for 10 seconds at the lesion; however, after fully deflating the balloon, during the attempt to retract the balloon catheter from the patient, it could not be pulled through the guiding catheter, which resulted in the devices being removed together as one unit. The patient complained of pain in the arm because of radial access. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager nc catheter found blood visible in the guide wire lumen and on the entire length of the catheter and contrast in the loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. There were multiple bends through out the entire length of the hypotube. The balloon catheter was returned inserted in a 6f introducer sheath, a 6f non-abbott guiding catheter and a copilot. All three devices were returned with blood inside and on the entire length. The proximal end of the balloon was located at the distal end of the non-abbott guiding catheter. The copilot was returned in an open position. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the balloon, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all products are 100% checked for damage and profile dimensions. The 2/3 collapse balloon profile was measured and met manufacturing criteria. A .069 inch pin gauge was used to measure the inner diameter of the distal and proximal ends of the competitors guiding catheter. A new indeflator was filled with water and was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. Negative pressure was applied and the balloon deflated in a tri fold. The reported difficulties were unable to be confirmed as the balloon catheter was removed from the non-abbott guiding catheter without resistance noted. Incidentally, the noted bends to the hypotube likely occurred during the procedure or during packing for return analysis and do not appear to have caused or contributed to the reported difficulties. It was reported the patient experienced pain due to the radial access. A conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is no indication of a lot specific product quality deficiency.